Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump displayed an unable to proceed message during rewind and then an alert code 38 indicating a stalled motor, leading the caregiver to remove the patient from the ilet and use fast-acting insulin before attempting a restart; subsequent restarts again produced unable to proceed messages consistent with a failure to infuse and a motor component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.